Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked from the septum. Customer loaded new cartridges to address the issue. It was also reported that ongoing resistance was experienced when filling the cartridge with insulin. The issue resolved itself, no supply change needed. There was no adverse impact to the customer's blood glucose level